Event description:
The company was informed that the recipient's device was reportedly explanted. The recipient reportedly experienced no benefit with the device. The recipient reportedly had a fever, possibly due to cerebrospinal fluid leakage. It was noted that the surgeon tried to repair the cerebrospinal fluid leak during implant surgery. The cerebrospinal fluid leak was not caused by the implant. The recipient reportedly healed following explant surgery. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The explanted device is presumed lost and will not return for analysis. A review of the device history record was completed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.